Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. Vascular access site via femoral artery. The eccentric, de novo, target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery and left anterior descending (lad) artery. The lcx was successfully treated with a 2.25x28mm promus element plus and 2.50x8 promus element stent. A non bsc guide wire was used to successfully cross the lad. This 1.20mm x 8mm emerge balloon catheter was advanced but failed to cross the lesion. However, during procedure the shaft fractured. The device was removed from the patient's body. Further treatment to the lad will be performed at a later date.

Event description:
It was reported that shaft break occurred. Vascular access site via femoral artery. The eccentric, de novo, target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery and left anterior descending (lad) artery. The lcx was successfully treated with a 2.25x28mm promus element plus and 2.50x8 promus element stent. A non bsc guide wire was used to successfully cross the lad. This 1.20mm x 8mm emerge balloon catheter was advanced but failed to cross the lesion. However, during procedure the shaft fractured. The device was removed from the patient's body. Further treatment to the lad will be performed at a later date. Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 24.8cm from the hub but appears to be kinked prior to separation. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. There is contrast present in the inflation lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Product analysis confirmed the reported shaft fracture.